Manufacturer narrative:
B4. Date of this report 14 oct 2025. G3. Date received by the manufacturer? 14 oct 2025. H6. Investigation findings updated to 3224.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The user also reported he was seeing some discoloration or brusing at the insertion site. He mentioned that he was undergoing chemotherapy and the his platelets are low. The case was escalated to the next level of support for additional review. Based on an additional review, there was a brief period of instability in the system on 07/13/25 which may have contributed to the differences in bg/sg observed by the user. The system has since stabilized, showing better agreement in bg/sg values. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 17 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. In addition, the user reported seeing some bruising or discoloration at the insertion site.